Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. There is no evidence to indicate the presence a potential issue/observation caused by, or related to the design, manufacture, or labeling of the device. Additionally, nine unused, sterile devices with part number 12673-03 and lot numbers 50224k1 and 50304k1 were returned for occurrences in which the plunger was removed with no suture attached. There was no damage noted to the returned sterile devices. Functional testing was successfully performed on the sterile devices. In summary, the unused, sterile returned devices did not show any indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that an arteriotomy closure of the right common femoral artery was attempted using a proglide device with a 6fr sheath after a diagnostic procedure. Reportedly, when the plunger was removed, no suture was attached. A second proglide device was used with the same results. A non-abbott device was used to achieve hemostasis. There was no reported adverse patient sequela. The physician is reported to be trained in the use of the proglide device. There was no reported clinically significant delay in the entire procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was reported to be discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The other perclose proglide device, referenced, was filed under a separate medwatch manufacturer report reference number.